Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see report: 0001825034 - 2017 - 07261; 0001825034 - 2017 - 07262; 0001825034 - 2017 - 07263; 0001825034 - 2017 - 07265. Concomitant medical products: femoral head, unknown part/lot; femoral stem, unknown part/lot; acetabular liner, unknown part/lot; acetabular cup, unknown part/lot. Product was not returned so no product evaluation could be conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient is being considered for a future hip revision due to unknown reasons. No revision has been reported to date. No further information has been made available.